Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the data presented was from a post-market data collection activity. It was reported that, after 13 months follow up after an internal fixation surgery had been performed, the patient underwent revision surgery due to generalized pain. Primary fracture fixation surgery was performed due to a fibula fracture. However, it does not provide insight or relevance to current clinical outcomes for the product/device. Per subsequent e-mail, further information is not available. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be performed. The root cause and/or patient outcome beyond that which was documented in the article cannot be confirmed nor concluded. In addition, the physician referenced in the abstract provided an analysis of all the attached images. Therefore, no further interpretation of the attached images is required. No further medical assessment is warranted at this time. A complaint history review found related failures for the listed device; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to traumatic injury, material in use or patient reaction. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that, after a 13 months follow up after an internal fixation surgery had been performed, the patient underwent revision surgery due to generalized pain. Primary fracture fixation surgery was performed due to a fibula fracture. This information was collected from a post-market data collection activity. The data is anonymized; therefore, additional information is not known and it is not possible to collect it.